Event description:
It was reported that during an unspecified procedure, the uromax ultra balloon leaked inside the patient. There were no patient complications and the procedure was completed with another of the same device. The patient was reported to be fine post procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.